Manufacturer narrative:
(B)(4). No pre-dilatation. It should be noted that the supera instructions for use (IFU) requires pre-dilatation with a recommended minimum balloon diameter of 6.8mm or greater for this stent size. The investigation determined that it is likely that the physician not being trained and failing to pre-dilate the vessel caused the reported difficulties. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR the following information was provided: the 6.0mmx40mmx80cm supera self-expanding stent system (sess) was advanced without reported issue; however, the stent implant partially deployed in the introducer sheath; therefore, the sess with stent implant still attached was removed without reported issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Estimated date of event. Estimated date of angiography. (B)(4) it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported premature deployment; however, based on the reported information, it is likely that the physician not being trained contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal superficial femoral artery (sfa). The 6.0mmx40mmx80cm supera self-expanding stent system (sess) was advanced without reported issue; however, the stent implant partially prematurely deployed; therefore, the sess was removed without reported issue. Reportedly, the physician was not trained to use the supera sess. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott stent was used to successfully complete the procedure. There was no additional information provided.